Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the load process was performed drops were not seen from the tubing. The customers blood glucose (bg) level was impacted (485 mg/dl). Troubleshooting with tandem technical support was performed. The customer was able to change out supplies and a bolus was taken to stabilize bg level.